Manufacturer narrative:
Reference MFR report # 2916596-2017-01317 for the report of the patient¿s previous stroke. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that in (B)(6) 2017, the patient experienced a subarachnoid hemorrhage. The patient was reportedly asymptomatic and there were no residual issues. The patient¿s inr goal was change to below 2.0. Three weeks follow the subarachnoid hemorrhage, the patient reported not feeling ¿great,¿ and complained of stomach illness. The patient¿s inr was 1.4. No treatment was necessary, but the clinicians suspected that the patient was not eating as well. The patient¿s inr went from 1.4 to 1.7 with no changes in medication. On (B)(6) 2017, the family member found the patient unresponsive in bed while at home. The lvad system was not producing any alarms at the time. The patient was brought to the implanting center, and had an inr of 4.7. The patient was transfused with 3 units of fresh frozen plasma (ffp), and the inr decreased to 3. CT scan revealed a left subarachnoid hemorrhage, and a large subdural insult with brainstem cerebrovascular accident (cva). On (B)(6) 2017, support was withdrawn. It was reported that the patient also had a previously unreported middle cerebral artery stroke in 2015. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.